Event description:
On (B)(6) 2013, the patient was out cycling and he fell off of his bicycle and landed on his infusion device. He noticed the display on the device had failed; he could only see about half of the display and there was a black dot in the top left corner. The housing on the device was also cracked above the display. The patient stated that the portion of the display that was not functioning could make misinterpretation of the values displayed possible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The display is broken due to a mechanical impact. The problem mentioned by the customer is related to mishandling of the product by the...

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.